Event description:
It was reported the patient was in the hospital and suffered a cardiac arrest. Resuscitation efforts were attempted but unsuccessful. It was further reported that external defibrillation was utilized and afterwards there was no notable cardiac rhythm, however, episodes were recorded in the ventricular tachycardia monitor log and the patient appeared to be in ventricular tachycardia. The patient¿s last episode is reported to show p waves and a ventricular rhythm but ventricular pacing is seen with no apparent capture. Additional information and the cause of death have been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).